Manufacturer narrative:
Initial reporter's first name: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the stent could not be fully deployed. The stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."